Event description:
After getting breast implants replaced in 2009, shortly after, I was in and out of doctor¿s offices, experiencing the following: all of a sudden intolerance to foods and beverages, sharp pains in breasts that stop me in my tracks and can¿t breathe, unexplained back pain, slow healing, heart palpitations, depression, numbness/tingling in arms, fingers, legs. Constant neck and shoulder pain, cognitive dysfunction (brain fog, memory loss), stunted hair growth, temperature intolerance, pains in joints and deep in bones, visual disturbances, muscle weakness, difficulty swallowing, tender swollen lymph nodes, choking feeling, burning bladder pain, low immunity, recurring infections, problems with my thyroid and adrenals. Chronic and easily fatigued, constant muscle and joint pain, hair loss, dry skin and hair, aging/pigment change spots on skin, swelling and dark circles under eyes, inflammation, poor sleep and insomnia, dry eyes, photosensitivity, frequent nausea and occasional vomiting, hormone imbalance, low libido, easy bruising, throat clearing/reflux, gastrointestinal issues/acid reflux, leaky gut/ibs, fever feeling, night sweats, intolerant to heat/cold, skin rashes, headaches, irritability, sharp pains in heart, sore and aching joints, chronic overall flu-like feeling, swollen lymph nodes, dehydration, feeling not able to catch my breath, sharp pain and/or burning behind nipple and on sides of both breasts near armpit, abnormal menstrual cycle, anxiety/panic attacks, restless leg syndrome, overall feeling of illness, skin sensitivity, symptoms of lupus, alcohol intolerance, chemical fragrance, and medication sensitivity. I have lost years of my life.